Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that patient no longer wanted the device because the ipg dug into his back and aggravated him while he drove for work.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.